Event description:
Endoscopy rn reported for the physician. The physician recalled that there were three incidents where the product (cytology brush) was in use when injury occurred with each patient. Allegedly tracheal perforations resulted during endoscopic procedure. This is the report of the second incident. Neither lot number nor complaint sample are available for evaluation. On 8/30/2000 qa contacted reporting rn for further complaint details. Rn reported that pt 2 required chest tube placement/hospitalization for pneumothorax. Pt medical information and underlying medical condition has been requested. Information last requested in writing on 09/21/2000.